Event description:
Returned device. The user facility reported the dermatome is not cutting smoothly. The dermatome skips, causing uneven graft. This forces the surgeon to use another site on the patient to get a better graft. The dermatome had a new blade replaced twice during this procedure. A different dermatome was used and worked without incident.